Event description:
Boston scientific received information that 13 days post implant this patient presented to the hospital with sudden onset of chest pain. An x-ray revealed that this right ventricular (rv) lead had perforated the patient¿s heart wall. The lead was explanted and replaced without incident. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance; measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies which would have contributed to the clinical observations.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.